Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8711, lot# n081427001, implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was later reported that the cause of the event was due to a surgical decision by gastroenterologist (gi) physician. The event was due to the patient requiring a colostomy. There was no catheter issue, no programming issue and the event was not due to drug effects. The pump was replaced on the opposite side of colostomy on 2014-(B)(6). At the time of report the patient was doing well and was receiving effective therapy.

Event description:
It was reported that a colostomy was placed on the same side as the pump. The patient had skin irritation at the refill site. The actions required as a result of the event included explant. No diagnostic testing or troubleshooting were performed, but would be performed in the future. The patient was at a skilled nursing facility (snf). The pump was used to infuse dilaudid. No device problem or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.